Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and removal due to voluntary recall. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and yellow particles. Leak test and microscopic analysis was performed which identified no leak. The fill test inspection was performed; the result is no blockage. Based on the device analysis, the final assessment is no leak was observed in the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and voluntary recall. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and removal due to voluntary recall. Device has been explanted.